Event description:
On 2/23/98 pt had a CT guided needle biopsy of a right lung mass using a #22 gauge chiba needle. Chest x-ray after the biopsy showed a 20% pneumothorax on the right. Pt developed increasing shortness of breath and some discomfort on the right side of chest. Repeat chest x-ray showed increase in right pneumothorax with complete collapse of the right lung which required chest tube insertion to re-expand the lung.